Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A lab analysis was conducted and confirms the as received tibial insert showed a fractured post with wear and deformation on the posterior surfaces of the fractured post tip. There was also wear and deformation at the base of the post which remained on the tibial insert. Additionally, wear, deformation, and scratching were observed on the articulating surface of the insert. The post tip itself showed damage on the posterior and inferior surfaces and demonstrated potential beach marks on the inferior fracture surface. No material or manufacturing defects were observed in the component during investigation. A clinical evaluation was conducted and confirms the root cause of the reported post insert breakage was most likely due to the reported traumatic incident, ¿patient stepped out of the truck and slipped on a wrench.¿ the provided images are consistent with a knee with a broken insert post. The patient impact of the reported events was the reported fall/¿slipped¿, the discovered insert-post breakage, and subsequent revision. No further medical assessment is warranted at this time. Should any additional clinically relevant information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2014, the patient stepped out of his truck and slipped on a wrench which later discovered he had broken the post in his legion gen ii pshf 11mm xlpe insert. A revision surgery was performed on (B)(6) 2021 to replace the insert. The patient's current status is unknown.

Manufacturer narrative:
(B)(4).